Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The handle was returned and evaluated against the complaint. Visual inspection confirmed the weld between the strike plate and handle body has fractured. Impact marks were observed on both sides of the strike plate. Impact marks were only observed on 1 side of the handle body. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: d10 the updated information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the handle broke separated from the base. Attempts have been made and additional information on the reported event is unavailable.